Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device, the proximal pressure test had failed on the device. The device's flow sensor and 3-way solenoid valve were replaced to address the issue.